Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g4, g7, h1, h2, h3, h6, and h10. The reported event is not confirmed. Visual examination of the provided pictures of the explanted devices identified presence of blood and no visible surface damage. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic lucency surrounding the proximal tibial hardware component as well as cement mantle consistent with clinical suspicion of hardware loosening. Bone resorption/osteolysis noted in the form of periprosthetic lucency. Overall fit and alignment of the implants as well bone quality appears normal. No fracture or dislocation. Soft tissues within normal limits. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: stem extension offset item# 00598802016 lot# 63492479, distal femoral augment block item# 00599003710 lot# 63255845, posterior femoral augment block item# 00599003702 lot# 63174329, anterior femoral augment block item# 00599003731 lot# 63101497, distal femoral augment block item# 00599003720 lot# 63174322, stemmed tibial component item# 00598004701 lot# 63544292, stem extension offset long item# 00598802116 lot# 62788292, posterior femoral augment block item# 00599003701 lot# 63426713, lcck fem comp sz g-l item# 00599401701 lot# 63449510. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately two years and one-month post implantation due to pain and suspected tibial loosening. Intraoperatively the poly insert and screw were removed and the tibia was found to be firmly fixed. They decided to keep the tibial tray in and replaced the poly liner. They removed an lcck insert and replaced it with an lps insert for less constraint. There is no additional information at this time.